Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working. The caller stated that the insulin pump no longer delivers insulin accurately. The caller didn't have the insulin pump with her to conduct troubleshooting. Nothing further was reported.